Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller on various troubleshooting steps, including disconnecting tubing, tightening the t:lock, and delivering a bolus. Customer changed supplies and resumed insulin.